Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve alarms and shuts down. Additional malfunctions are the pc board and pe valve are alarming.